Event description:
It was reported that the device was used during a lower anterior resection. It was reported by the rep that the surgeon everted the rectum by inserting a ceea 31 and pulling the rectum through the anus, stapling accross the everted rectum with ax55b creating the speciment. While inverting the rectal segment back through the anus, the surgeon noticed the staple line was not complete as her finger pushed through the staple line. This contaminated the abdominal cavity. A hand-sewn suture line was then completed, an ecs29 completed the anastomosis. There was no consequence to the pt.